Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported signal lost could be confirmed. Functional testing was performed. The device was able to calibrate; however, it could not equalize. A break was noted between the proximal and distal tubes; however, they are still held together by the corewire. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no indication of a lot specific product quality issues. The investigation determined that the reported signal lost is likely due to the noted break. In this case, it is likely that inadvertent damage (resulting in a break between proximal and distal tubes) occurred due to excessive force or mishandling during use. As a result, it may have caused an electrical issue inside the wire that could have contributed to the reported issue and the noted faulty pressure registration. Based on the findings, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the pressurewire x, wireless device was calibrated and equalization were successful. The device was used in the left anterior descending (lad) artery. However, after the device crossed the lesion, the pressure waveform could not be sensed (signal lost). The transmitter light status was steady green. Therefore, the device was removed and another pressurewire x, wireless device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that there was a break located between the distal tube and proximal tube junction area. No additional information was provided.